Event description:
It was reported by the customer's biomed that the device would not boot-up correctly. The biomed indicated that he could not perform any type of testing as the device would not complete the correct boot-up cycle. There was no pt use associated with the reported failure.

Manufacturer narrative:
(B) (4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.